Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during vitrectomy surgery on a post-vitrectomised eye, the ophthalmic system settings had been transferred across the system. However, there was a transcription error, or the default settings remained unchanged. The surgeon did not have the opportunity to review the settings before starting the surgery. As a result, the vacuum setting was fixed at 550 mmhg instead of the intended 400 mmhg which was not a system issue, just settings the surgeon was not used to. The higher-than-expected vacuum led to aspiration of the zonules and a posterior capsule rupture. This case was further complicated due to the eye being post-vitrectomised. Following the posterior capsule rupture, the surgeon immediately changed the system and completed the procedure on the same day using an alternative intraocular lens (iol) instead of the originally planned lens. The patient also required a posterior vitrectomy at the time of the incident. The patient's condition is currently improving.